Event description:
A male underwent initial aaa repair in 2007. One flex main body and two iliac leg grafts were placed. Over time, the graft moved upward due to the patient's tortuous anatomy and shrinkage of the aneurysm causing a type lb endoleak in the right common iliac. The physician placed an additional iliac leg graft in 2008, to obtain a seal proximal to the right hypogastric. This successfully resolved the endoleak. Patient is doing fine.

Manufacturer narrative:
Each zenith device is shipped instruction for use (IFU) listing and anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to patient anatomy. However, we have notified the appropriate individuals and will continue to monitor for similar events.